Event description:
Customer reported malfunction alarm with code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information, assisted in resetting the pump, and ensured that the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue reappears, which was acknowledged and understood.